Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the data from this cardiac resynchronization therapy pacemaker (crt-p) was unable to be uploaded. Upon further investigation, technical services (ts) determined this crt-p exhibited a high battery impedance condition and suggested replacing the device. As a result, this crt-p was explanted and successfully replaced. This crt-p was returned to boston scientific and no additional adverse patient effects were reported.